Event description:
A 73-yr-old a.s.a. Class 4, white female, was scheduled for debridement and closure of right third digit on 11/11/93. Monitos were attached to the pt to include pulse oximetry, non-invasive blood pressure monitoring, EKG and supplemental o2 by nasal cannula. After light sedation with midazolan and propofol, attmept was made to obtain a blood pressure reading with the non-invasive blood pressure monitor. The monitor subsequently failed to give an accurate reading, as evidenced by repeated inflation of the cuff. Additionally, the EKG was noted to contain large amounts of artifact rendering the interpretation of the EKG ineffective. The pt was subsequently disconnected from the non-invasive blood pressure monitor and manual blood pressure measurement was carried out, at which time the pt was noted to be extremely hypotensive. The EKG monitor was continuing to display large amounts of artifact. At this point, the pt was turned into the supine position and evaluated for airway, breathing and circulation. Pt was noted to be apneic and pulseless. At this point, the defibrillator monitor was activated and paddles applied to the anterior chest wall in the quick look mode since the EKG monitor was not giving accurate info. In the complete absence of reliable info from the aforementioned monitors, the pt was evaluated manually using clinical signs to include palpation of pulse and auscultation of heart sounds. After appropriate intervention using acls protocols and after arrival of the ems unit, the pt was switched over to another co's monitor which was brought in by the ems and was noted to be in sinus rhythm, at which time the pt was transferred by ems to the local hosp.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-93. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.